Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 75 mg/dl. The customer reported that the back of the motor of the insulin pump kept pushing out of the insulin pump. The customer also reported that the insulin pump would not prime. The customer declined to troubleshoot and just asked for a local company representative in the area. No additional information was provided.